Event description:
After nearly 12 years of successful cochlear implant use, this pt began experiencing pain from the implant system. Integrity testing found one short circulted electrode. Reprogramming failed to available the pain. Therefore, the clinic and pt have decided on explantation/reimplantation in the near future.